Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: unknown, explanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving lioresal of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that directly after a pump replacement procedure in (B)(6) of 2021, the patient's therapy results got worse and spasticity was very hard to control.  The date (B)(6) 2021 is considered an approximate date of event (specific month and year known only).  The hospital checked the catheter for leakages and none were found.  There were no known environmental/external/patient factors that may have led or contributed to the issue.  Since the problems started right after implant of the pump, the hospital decided to replace the pump in (B)(6) of 2022.  Prior to the pump change, the healthcare provider decided to replace the catheter as well.  The catheter was replaced, but without much improvement.  It was unknown if the issue was resolved as of (B)(6) 2022.  It was indicated that the patient was without injury regarding their status as of (B)(6) 2022.  The hospital was in possession of the pump which was to be returned to the manufacturer for analysis.  The patient's gender, medical history, age, and weight at the time of the event were unknown or would not be made available.

Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. As per the logs, the pump administered baclofen (lioresal) with concentration 1000.0 mcg/ml. H6: the previously applied method code b18 and results code c20 remain applicable to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The model number, serial/lot number, and implant date of the catheter associated with the event was unknown. It was further noted that the catheter was older than the affected pump and was working fine before the replacement. With the new pump implanted, the spasticity was now under control. A consent form to be signed by the patient authorizing the device to be analyzed was forwarded to the physician, but the current status was unknown. The catheter that had been replaced was discarded. Regarding the pump, a mailing kit / instruction was sent to the hospital to return the pump. The current status regarding return of the pump was unknown.

Manufacturer narrative:
H6: the previously applied method code b17 (4114) remains applicable to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.